Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  The issue was resolved by the service actions.

Event description:
The customer received questionable elecsys total psa immunoassay results for multiple patient samples. Only data for two patient samples was provided. Patient 1 initial result was 0.057 ng/ml and the repeat result was 14.18 ng/ml. The erroneous result was not reported outside of the laboratory. On (B)(6) 2018, patient 2 initial result was 0.020 ng/ml with a data flag and was reported outside of the laboratory. The doctor questioned the result and the repeat result was 11.15 ng/ml. There was no adverse event. The reagent lot number was 31123901 with an expiration date of 31-jul-2019. The field service representative found the samples were low volume and there was film on top of the sample. He cleaned sample probe and removed a small amount of crystallization build up. He checked and confirmed the liquid level detection (lld) voltage was acceptable. The humidity around the instrument was below the stated specifications. The customer successfully ran calibration and qc.